Manufacturer narrative:
Visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. Witness mark noted at the base of the fracture. The morphology of the fracture suggests the possible direction of propagation, with evidence of shear lips on the interior side of the tab. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a small piece of the tip of the driver broke off. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.